Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. Review of the device history record showed that there were potential issues during the manufacture of the device that may have contributed to the reported complaint condition. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit was not functioning and defective and the motor had strong vibrations on the electric pen drive device. It was further determined that the device ran constantly. It was further determined that the device failed pretest for check function and direction of rotation. It was noted in the service order that the device had a damaged hose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.